Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported during an unrelated procedure the physician accidentally cut the implanted lead. As a result, the lead was explanted and relaced to address the issue.

Manufacturer narrative:
It was reported to abbott a patient underwent a laminectomy, and the neurosurgeon accidently cut their drg lead. Surgery took place where the physician opted to replace the ipg and remaining lead. The original implant was left l4 but due to laminectomy the physician placed it a left l5 lead instead. The ipg was replaced in the event the ipg had fluid inside the header due to the lead being cut. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Correction: investigation conclusions should have been 19 - cause traced to user.